Event description:
It was reported that the patient was admitted for hypertension and low flow alarms. The patient's mean arterial pressure (map) upon admission was 126 and he reported that he had been unable to acquire his hypertension medications recently. It was later reported on (B)(6) 2021 that the patient had a bnp of 461 upon admission. The patient was restarted on hydralazine by mouth twice a day and continued amlodipine. On (B)(6) 2021, the patient's highest map was 110 and the patient did not experience low flow alarms. On (B)(6) 2021, the patient's hydralazine and amlodipine were increased and their dobutamine was stopped. The patient's maximum map was 104 and their bnp was 234. The patient experienced low flow alarms overnight. The patient was started on lisinopril. On (B)(6) 2021, their maximum map was 92 and the patient did not experience low flow alarms. On (B)(6) 2021, the patient experienced low flow alarms overnight with a maximum map of 86. On (B)(6) 2021, the patient's maximum map was 88. Dobutamine was restarted. On (B)(6) 2021, the patient's maximum map was 86 and the patient had a bnp of 87. The patient was discharged home. It was additionally reported on (B)(6) 2022 that the patient's symptoms were attributed to right heart failure (rhf) and that they had also been treated with vasopressors and inhaled nitric oxide (no).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure, hypertension, and elevated brain natriuretic peptide (bnp) levels could not be conclusively determined through this evaluation. Additionally, the low flow alarms could not be confirmed through this evaluation; however, the account attributed the alarms to the patient¿s right heart failure and hypertension. The patient remains ongoing on vad support with no further related complaints reported. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.